Manufacturer narrative:
This report is filed february 29, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was prescribed a topical antibiotic on (B)(6) 2016 due redness and swelling at the abutment site. On (B)(6) 2016, the patient was prescribed oral antibiotics due to infection at the abutment site. The implanted device remains.